Manufacturer narrative:
After battery installation, both the down and enter keypad buttons were not working. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement test due to the keypad anomaly. The left belt clip rail broke off. (B)(4).

Event description:
The customer reported via phone call that the clip railing snapped off. The customer¿s blood glucose level was unknown at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.